Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sep2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer repaired the device and replaced the gas delivery system (gds) assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator air flow sensor was showing -0.9 without flow. The ventilator was not in use on a patient at the time of the event occurred.